Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporters state: lima device was received. Investigation summary based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated 19 feb 2019 for investigation of returned device. Background: it was reported that on december 28, 2018, a headless compression screw, short thread was not twisting well in the compression sleeve during an unknown surgery. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. This complaint involves two (2) devices. Us customer quality investigation flow: device interaction / functional visual inspection: visual inspection of the returned screw performed at customer quality (cq) identified no damage or abnormalities that would contribute to the reported complaint condition. Functional test: a functional test relevant to the reported complaint condition was not able to be performed at cq because the compression sleeve was not returned. The complaint cannot be replicated with the returned device, unable to perform. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: the overall length of the returned screw measured within specification. The screw head outside diameter of the returned screw measured within specification. Conclusion: a definitive root cause for the reported condition could not be determined based on the provided information. The reported complaint condition was not able to be confirmed or replicated at cq and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a headless compression screw, short thread was not twisting well in the compression sleeve during an unknown surgery. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. This complaint involves two (2) devices. This report is one (1) 2.4mm headless compression screw-short thread 23mm. This report is 1 of 2 for (B)(4).